Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed the contrast keypad button responded intermittently to user input. It was noted that the up, down and ok buttons were responsive to user input. There was evidence of adhesive/contamination found under all key contacts when the keypad was removed. In addition, it was observed that the pump display was fade with reddish tint. The display was replaced with a working display and it was noted that all menus were clear and legible with no tint.